Event description:
Falsely elevated ctni results were reported. The instrument failed hm system check. Hm maintenance resolved the system check issue. Troponin (ctni) quality control was not assayed in 2004, but was in range the following day. Two days later, shifts in patient results were noted from three days before repeat analysis for ctni on the same analyzer after maintenance obtained normal results for ctni. There were no adverse health consequences as a result of the falsely elevated ctni result.

Manufacturer narrative:
The customer did not complete the recommend quality control testing prior to reporting elevated troponin (ctni) results. The instrument failed the hm system check indicating the need for maintenance. Instrument maintenance resolved the system check issue. The elevated ctni were not repeated until several days later. Based on the information received, it is likely that user error directly contributed to the falsely elevated result.